Event description:
It was reported during da vinci surgical procedure, the fenestrated bipolar forceps instrument had broken cable. There was no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was found to have a broken grip cable at the proximal clevis hole. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. Additionally, the instrument was found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. Aa a result of the damage, a section of the active electrode (grip) was exposed that would not normally be exposed. The instrument failed the electrical continuity test. A review of the procedure logs indicated that a monopolar instrument was used during this case. This failure is unrelated to the grip cable damage.